Event description:
Rn notified patient tubing was leaking. Rn inspected tubing/filter and discovered that directly where the tubing exits the filter extension had separated. Rn disconnected tubing from patient. Unit educator, (B)(6), notified. There was no detectable harm.